Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant was torn and experiencing health issues, flu-like symptoms, painful muscles and joints, headache and forgetfulness. Device has been explanted. This relates to the left side.

Event description:
Patient reported implant was torn and experiencing health issues, flu-like symptoms, painful muscles and joints, headache and forgetfulness. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Flu-like symptoms: unable to observe as it is a medical event that is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported implant was torn and experiencing health issues, flu-like symptoms, painful muscles and joints, headache and forgetfulness. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Pain-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Flu-like symptoms: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed in the device.

Event description:
Patient reported implant was torn and experiencing health issues, flu-like symptoms, painful muscles and joints, headache and forgetfulness. Device has been explanted with partial capsulectomy and replaced. This relates to the left side.